Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: the battery cap was able to attach securely to the pump. The battery compartment was found to be cracked. There were multiple pump reboot events observed in the pump's black box. The pump was exercised for 24 hours with no pump reboot events duplicated.